Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d3

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm that the automatic inflation failure was caused by the pim module, and the pim module needed to be replaced, so the pim module was replaced, performed the factory-specified tests, all passed, met the clinical use requirements, and delivered to the customer for use.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) machine was turned on, an automatic inflation failure was reported. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, e1 initial reporter, d9, g3, g6, h2, h6, h11.